Manufacturer narrative:
A review of the manufacturing documentation of the leads found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the leads found them to be satisfactory. This is the final report.

Event description:
A report was received that the patient's lead at the midline is protruding out of her skin where the tension relief loop is. The patient underwent a lead revision procedure where the physician repositioned the lead. The patient is reportedly doing well following the procedure.